Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a screw broke approximately nine months post-operatively. Revision surgery is planned.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Screw overloading or pseudarthrosis could contribute to fatigue of a screw construct but could not be confirmed for this event.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a screw broke approximately nine months post-operatively. Revision surgery is planned.